Event description:
Pt fell out bed. No injury. Bed alarm failed to alarm. Device was sent to our clinical engineering dept for evaluation. Device passed inspection and appears to be functioning correctly. Unable to duplicate the event.